Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On the same say, the patient experienced abdominal pain. An x-ray was performed and showed pneumonia. The patient was treated with unknown intravenous antibiotic completed on (B)(6) 2020. On (B)(6) 2020, the patient started oral antibiotic, amoxicillin 500 mg for ten days.